Event description:
The customer reported the camera would not rotate and the collimator is closed down. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the camera. The system operates as intended.